Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the tube with possible peritoneal location of the left-sided essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), rash ("excessive rashes") and alopecia ("excessive hair loss"). At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort, rash and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the right fallopian tube is blocked by the essure device. The left fallopian tube is incompletely blocked by the left essure device. Addendum: the essure device has a u-shaped configuration that is atypical for fallopian tube location. Furthermore, the contrast passing through the left fallopian tube does not follow the contour of the left-sided essure device. This suggests perforation of the tube with possible peritoneal location of the left-sided essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the tube with possible peritoneal location of the left-sided essure device.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and rash ("excessive rashes"). At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, dyspareunia, alopecia and rash had not resolved. The reporter considered abdominal pain, alopecia, back pain, discomfort, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the left fallopian tube is incompletely blocked by the left essure device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. New event perforation of the tube with possible peritoneal location of the left-sided essure device was added. Reporter information, lab data was added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.